Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that both the patient's recharger and programmer were showing a power on reset (por) message and they couldn't turn on the ins. They turned the ins off yesterday, tried recharging, and then couldn't turn the ins back on due to the por code. During the call the patient reported their ins had jolted them; they confirmed they were ok. When they turned the ins on they didn't see the por code anymore. The issue had been resolved. No further complications reported.